Manufacturer narrative:
The na electrode and creatinine reagent lot numbers and expiration dates were requested, but not provided. The customer observed splashing in the cuvettes. The field service engineer found dirty cuvettes, and the vacuum was not functioning correctly. A valve block and defective tubing were replaced. The vacuum tank was removed and cleaned. The vacuum path was cleaned. A function check and quality controls were acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode and two additional samples tested with the creatinine assay on a cobas 6000 c501 module. The specific creatinine assay that was used was requested, but not provided. The first sample initially resulted in a na value of 450 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 240 mmol/l and it repeated as 130 mmol/l. The customer replaced the electrodes. The ise tests were calibrated acceptably and quality controls were acceptable. The customer then obtained low creatinine measurements on an unspecified number of patient samples. The customer provided examples of two patient samples with discrepant creatinine results (samples three and four). The third sample initially resulted in a creatinine value of 32 umol/l and it repeated on a second analyzer as 95 umol/l. The fourth sample initially resulted in a creatinine value of 146 umol/l and it repeated on a second analyzer as 216 umol/l.